Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl with an unknown cause. Bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer declined to remove the infusion site for observation. Reportedly, the customer continued to use the pump for insulin therapy.